Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled from the jaw. There were contact marks on the surface of the probe and jaw. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely worm, and the distal end of the pad is separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. The instructions manual of the subject device already states. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During a laparoscopic prostatectomy, short circuit error occurred and the ptfe pad of the subject device was separated loose from the jaw. The procedure was completed with a similar device. There was no patient injury reported.